Manufacturer narrative:
Qn# (B)(4).the customer returned one connector assembly for analysis. Signs of use were observed. Visual analysis revealed a crack in the red arterial and blue venous luer hub. Additionally, stress marks were observed on both luer hubs. The appearance of this damage is consistent with overtightening or repeated tightening of the hubs. Kinks were observed on both venous and arterial extension lines. No defects or anomalies were observed on any other portion of the returned device. Both luer connections were functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "establish and maintain catheter patency. Solution and frequency of flushing a venous access catheter should be established in hospital/institutional policy". A lab inventory syringe filled with water was used to flush each extension line. No leaking was observed from either hub. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit states, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure."the report of a cracked luer hub was confirmed through complaint investigations of the returned sample. Visual analysis revealed that the red arterial and blue venous luer hub contained a crack and damage consistent with overtightening or repeated tightening of the hubs. Visual analysis also revealed kinks on both the red arterial and blue venous extension lines. Based on the customer report and the sample received , unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "(B)(6) 2025, the luer hub/fitting has a crack during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 9680794-2025-00519, 9680794-2025-00317, 9680794-2025-00316, and 9680794-2025-00518.

Event description:
It was reported "(B)(6) 2025, the luer hub/fitting has a crack during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).